Event description:
Customer reportedly received results of 519 mg/dl and 133 mg/dl within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Corrected information: was: therefore, the needle was removed from the patient's body and peeling to the insulation was identified. Should be: therefore, the needle was removed from the patient's body and the account noted that the insulation was missing.

Manufacturer narrative:
The event occurred in (B) (6).